Manufacturer narrative:
This report is being resubmitted.

Manufacturer narrative:
Outcomes to adverse events, date of event, implant date: dates estimated. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided in the article or in this complaint. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), it states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no specific indication that the off label use influenced the reported issues. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The unique device identification (UDI) is unknown as the part and lot number was not reported. (B)(4). Attachment: article titled, ranscatheter treatment of severe tricuspid regurgitation with the edge-to-edge mitraclip techniquena.

Event description:
This is being filed to report patient death. This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to patient death, renal failure, bleeding requiring transfusion, arrhythmias, infections, cardiogenic shock, and the inability to reduce the tricuspid regurgitation (tr). Details are listed in the attached article, titled transcatheter treatment of severe tricuspid regurgitation with the edge-to-edge mitraclip technique. No additional information was provided.